Event description:
New information received notes that the right ventricular (rv) lead was exhibiting noise. The physician opted to replace the rv lead; a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Additional information - b1, b2, b5, d6b, h1, h2, and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. It was noted that the right ventricular (rv) lead exhibited noise. No interventions were performed. The patient was asymptomatic.